Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl, a loss of consciousness, and cramps. The cause was unknown. At the time of the event, reportedly, the customer reported possible issues of a loss of signal and a vague allegation related to ¿loss of alarms¿. The customer required assistance from spouse to call ambulance who assisted the patient with glucose gels. The pump history was reviewed, and no alarms were present in the history. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.